Event description:
The facility reported the patient was intubated with a medtronic emg monitoring endotracheal tube and underwent a thyroidectomy which lasted five hours. The patient was transferred to the ICU after the surgery, and the following day, the physician decided to exchange the emg et tube for a conventional et tube. A tube exchange catheter was passed through the emg tube, becoming entangled in the inner reinforcing coil wire. An airway blockage, was due to the entangled exchange catheter which caused the patient to have breathing problems, and required immediate attention, so the coil wire was cut. The et tubes were successfully changed out; however, two pieces of the cut reinforcing wire fell into the patient's right main bronchus requiring the patient to undergo a bronchoscopy to extract the wire remnants of the reinforcing wire.

Event description:
This is a spontaneous case was reported to baxter france. The complaint refers to (B)(4). The reporter states that during priming, the restitution line was obscured by a plastic piece from (B)(4) line. This issue occurred during priming. The sample is not available for evaluation. There was no patient injury or reaction reported.

Manufacturer narrative:
Although the device has yet to been returned, pictures were taken by the site, and forwarded to medtronic. These pictures show the reinforced coil wire displaced and extending from the distal tip. MDR 1045254-2010-00053 was filed on (B)(4), 2010, and the following is the first follow up a supplemental to that report. The device was received from the customer on (B)(4), 2010. A visual inspection of the exterior of the emg tube showed two indentures on either side of the tube. The inner coil was only partially in the distal tip of the emg tube and exited out of the distal tip.

Manufacturer narrative:
Although the device has yet to been returned, pictures were taken by the site, and forwarded to medtronic. These pictures show the reinforced coil wire displaced and extending from the distal tip. Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. This product is being used for treatment and not for diagnosis. If additional information is made available or when the product is returned for analysis, a supplemental 3500a will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.